Event description:
It was reported that the customer had low blood glucose and paramedics were called. Customer was treated with a manual injection. The blood glucose reading was 26 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.